Manufacturer narrative:
An event regarding altr involving a rejuvenate modular device was reported. The event was confirmed. Method & results: device evaluation and results: device evaluation was not performed as no devices were received. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Conclusions: voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported altr is considered to be under the scope of this recall. No further investigation is required. Not returned to the manufacturer.

Event description:
It was reported that: "patient has injuries sustained as a result of the implantation of a stryker rejuvenate hip replacement". Update 23/june/2021 wg: as reported by the rep: "left hip revision on a rejuvenate stem...due to altr. Cobalt level was 5.8 ng/ml...no more information is available per doctor." An implant report from the original procedure was provided. Spoke to rep, who confirmed there are no allegations against the revised ceramic head and poly liner. Rep confirmed that 2 cables were listed on the implant report in error.